Event description:
It was reported that balloon rupture occurred. The 15mmx2.00mm wolverine cb was selected for use. Upon the second inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There was no patient injury.